Event description:
The abbott alinity ci series serial number #s (B)(6) replaced the beckman au analyzer in mid-(B)(6) 2025. We received complaints about falsely elevated ast levels in healthy patients. Despite assessments and service from abbott, the issue remained unresolved until they admitted awareness of the problem. Date installed and go live date installed in (B)(6) 2024, go live (B)(6) 2025 abbott laboratories address 100 abbott park road, conway park ¿ cpi-4, abbott park, il 60064, aspartate aminotransferase (ast) reagent name and number ast2, assay #1424. The lab found that analyzers at (B)(6) had a 40% false positive rate, while (B)(6) had a 30% rate, affecting 700-900 tests daily in the (B)(6) regions. Abbott attempted to troubleshoot and calibrate the devices without success. Data from other organizations indicate this is a persistent issue with abbott. Reference report mw5168543, mw5168544.